Manufacturer narrative:
No patient involvement. On (B)(6) 2016: a medtronic field service engineer (fse) visited the site and tested the system. He was unable to replicate the issue, but replaced the motion batteries anyways as a precaution. System fully functional.

Event description:
A medtronic representative reported that after the system was plugged in for several hours the motion batteries were not holding a charge. When he unplugged the ias, (image acquisition system), he could see the battery level start to drop faster than normal. This was reported outside of surgery, no patient present.